Manufacturer narrative:
Qn# (B)(4). The customer returned one full 870-98kit circuit for investigation. During visual inspection three melted sections of the tubing were confirmed located 29.25-37.75" from the wye connector. The melted portions of the tubing measured 1.5", 1.25", and 1.75". Two of the melted sections had melted all the way through the tubing. It was observed that there were no breaks or bunches of wires in the tubing. The heated wires used in this circuit were insulated with a clear plastic flexible insulator coating with blue stripes. The complaint has been confirmed, the tubing was melted. The resistance of the circuit was measured to be 13.8 ohms , which is within specification of 12.8-14.3 ohms. The device history record of batch number 74h1801628 that belongs to catalog number 870-98kit has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. A section of the IFU will be referenced as part of this investigation report. The IFU states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials." The complaint of a breathing circuit melting has been confirmed. Since all heated wire circuit product codes are inspected 100% before leaving the manufacturing facility, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unintentional user error.

Event description:
It was reported "the tubing was in fact melted in three separate areas on the corrugated tubing. There were no burn or markings visible on the patient's skin. The patient had a prescheduled bronchoscopy completed that same morning, prior to the procedure the physician was notified of the event. No irritation was visible during bronchoscopy to the patient's airway/tracheostomy". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the tubing was in fact melted in three separate areas on the corrugated tubing. There were no burn or markings visible on the patient's skin. The patient had a prescheduled bronchoscopy completed that same morning, prior to the procedure the physician was notified of the event. No irritation was visible during bronchoscopy to the patient's airway/tracheostomy". No patient harm was reported. The patient's condition is reported as fine.